Event description:
It was reported that the patient was being seen in the clinic for a threshold test. When the touch pen of the programmer was taken off of the programmer screen, there was a delayed reaction and the patient "missed almost four beats and was very dizzy." The clinic staff also indicated that this had been happening when the ethernet cord was plugged into the programmer. Of note, the programmers also have been "freezing" and having a delayed response when there is an "issue" with the hospital's network or that the ethernet is plugged in to the programmer. As soon as the ethernet cable is removed, the programmer functions normally. The clinic was informed to unplug the ethernet during patient follow up sessions. The status of the programmer is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID a3dr01 implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).